Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the site staff reseated the cables to the monitor and then rebooted the system. Systems checkout was performed and system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) monitor stayed dark upon boot up. Reseating the cables to the monitor and restarting the mvs resolved the issue. No patient present.